Manufacturer narrative:
Ous MDR.

Event description:
Our MDR - after an implant duration of about 21 months oversensing with inappropriate shocks was reported. No other adverse patient side effects were reported. The lead was explanted and a new one was implanted.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 5.5 cm distal to the df-1 connector pin. Between both fragments 1cm of the lead body was not returned for analysis. The inspection of the lead fragments demonstrated a rubbed through insulation. The conductor to the rv shock coil was found fractured in this area. These findings can be considered as the root cause for the clinical observation as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.